Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -4.50/0.5/150 (sphere/cylinder/axis) , implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. Loss of bcva, blurred vision, and refractive change overtime was observed. The lens was removed on (B)(6) 2019. Cause of the event is reported as unknown. Phacoemulsification (cataract surgery) & iol implantation was scheduled for (B)(6) 2019 but the patient passed away on (B)(6) 2019. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
"Removed on 10-mar-2019" should be corrected to "removed on (B)(6) 2019" in initial MDR. "10-mar-2019" should be corrected to "(B)(6) 2019" in the initial MDR. (B)(4).

Manufacturer narrative:
Device evaluation: lens returned dry with residue in a micro centrifuge vial. Visual inspection found; no visible damage to lens. Claim#: (B)(4).